Manufacturer narrative:
Additional suspect devices: reference number: 10541608, product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, (B)(4). Reference number: 10541694, product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, (B)(4). Reference number: 10541756, product family: scs-lead fixation-MRI, upn: (B)(4), model: sc-4319, batch: 21738706. The ipg is en route to bsn. It is indicated that the leads and clik anchor will not be returned for evaluation and therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had the entire system explanted as it was not helping her pain.

Event description:
A report was received that the patient had the entire system explanted as it was not helping her pain.

Manufacturer narrative:
The device analysis on the explanted ipg sc-1200 serial (B)(4) passed the functional test and revealed no anomalies. A review of the manufacturing documentation for the leads sc-2408-56, serial number (B)(4) and clik anchor sc-2408-56 lot 21738706 revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.